Event description:
Patient admitted to nicu (B)(6) 2023 for extreme prematurity- 5 fr ogt placed on admission. Patient began trickle feeds with 5 fr ogt on (B)(6) 2023 with donor human milk or expressed human miik. On (B)(6) 2023 patient with decreased blood pressure, decreased urine output, persistent acidosis, hyperglycemia. Septic workup completed, antibiotics initiated, abdominal xray revealed decreased bowel gas with no pneumatosis or free air. Patient made npo and salem sump to lcs placed. From (B)(6) 2023 through (B)(6) 2023 pt continued to deteriorate requiring multiple transfusions, drips for blood pressure support and increasing vent support. Patient deemed to unstable for surgical procedure per surgery. On (B)(6) 2023 with xray showing large amount of free air. Patient with surgically placed penrose drain on (B)(6). Patient showed signs of improvement after drain placed. (B)(6) 2023 patient with open exploratory laparotomy and creation of ileostomy.